Manufacturer narrative:
(B)(4) review of pre-implant cta¿s revealed that the patient had an 8cm max diameter aaa which contained thrombus (2 ¿ 3 cm flow lumen diameter). The infrarenal neck was angulated 50 deg a-p and 70 deg r-l. The proximal neck diameter just below the lowest right renal was 22mm, and the orifice of the right renal artery was stenosed and calcified. The iliac arteries were tortuous and calcified. The cause of the reported unknown type endoleak seen at final angiogram could not be determined from the pre-implant films provided. Images during implant and post-implant were not available for review, and the endoleak could not be assessed. It is possible that implanting within the angulated neck may have contributed. Calcified plaque reported on the right renal artery was likely anatomy related.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7cm in diameter abdominal aortic aneurysm. It was reported that on the final angiogram an unknown late endoleak was identified. The physician stated that with the aortic neck angle, there appeared to be enough room to implant a proximal cuff. After the cuff was implanted, the final angiogram revealed what appeared to be plaque in the middle of the right renal artery. The physician made several attempts to get a catheter to follow wire but kept kicking out of right renal artery. The physician stated there was nothing else they could do at this time. The physician stated that the cause of the events where due to the calcified plaque on the right renal artery. No additional clinical sequelae were reported and the patient is fine.